Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 430 (mg/dl) and ketones. Reportedly, customer said insulin was suspended; however a review of pump history showed no alerts or alarms. Customer delivered a correction bolus and consumed water to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.